Event description:
A malfunction was reported on a pump, identified by the code "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappeared.